Event description:
Patient had pain, swelling, and mobility. Tooth # 4 extracted and immediate implant placed on (B)(6) 2021. Patient returned for one week post op check and implant was doing well. Patient called (B)(6) 2021 to report pain/ minor swelling, implant was able to be twisted out with finger pressure.